Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.